Event description:
It was reported that during a procedure, after compression was released, the c-arm allegedly moved downward without operator initiation. When table movement began, the technologist locked out the movement. No injury was reported.